Event description:
It was reported that this since the implant procedure of this pacemaker, the pacemaker has been experiencing dyspnea, palpitations, chest twitching, speech difficulties, and chest pain. It was later discovered in 2025 that the patient was experiencing heart failure, and a new pacemaker would be needed. It is unknown if the device was explanted and replaced. However, there is no indication that this device entered safety mode. No additional adverse patient effects were reported.